Manufacturer narrative:
The device has not been returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. Based on similar reports, a potential cause for the damage is operator¿s technique. It was reported that the handle was twisted during the procedure. The instruction manual contains several warning statements to prevent thermal and mechanical damage to the jaw area: ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ and ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends preparing a spare device for use in the procedure.

Event description:
Olympus was informed that towards the end of a total laparoscopic hysterectomy procedure, a bottom piece of the device jaw broke off and fell into the patient while grasping tissue. There was no reported patient injury, and the broken piece was retrieved from the patient with a laparoscopic grasper. There was no other reported damage to the device. The procedure was completed with another thunderbeat device.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results, correct the lot number. The device was returned to olympus for evaluation. The evaluation did not confirm the customer complaint. No damage or malfunction was found in the returned device.